Event description:
Reporter stated that patient received the following results, with two different meters, within 10 minutes: 5.2 mmol/l (aviva nano) and 13.9 mmol/l (mobile). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the aviva nano system. (B)(6).